Manufacturer narrative:
A steris service technician was onsite at the user facility during the time of the reported event. The technician completed the maxpure filter replacement, ran cycles and returned the unit to service. The technician showed the employee subject of the reported event how to properly remove the maxpure filter. The operator manual states (pp. 9-7), "remove filter. Pull up on the metal ring on the top of the filter while twisting to remove the filter". The user facility stated that the employee subject of the reported event is not the primary operator of the system 1e.

Event description:
The user facility reported that during a diagnostic cycle the system 1e experienced a maxpure filter fault. The employee proceeded to change the maxpure filter, unscrewed the filter cap and began to pull the filter out by the d-ring. The d-ring broke loose and cut her right index finger. A doctor was in the area and applied a pressure dressing on the employee's finger. The employee returned to work and is fine with no sustaining injuries. No procedural delays or cancellations reported.